Event description:
Pt alleges the implants leaked and moved out of the correct position. Surgery was scheduled for 1/29/85 but was delayed due to an automobile accident. Pt states after removal, dr had tissue checked and it was "ok."